Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted. It was reported that the patient experienced pelvic and abdominal pain, cramping and spasms, infections, dyspareunia, urinary incontinence, and mesh erosion. It was reported that the patient underwent removal surgery on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.